Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a sore- skin irritation from wearing the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient reported that she followed up with her primary care physician who prescribed a salve for the irritation. Outcome of the skin irritation is unknown.